Manufacturer narrative:
Please note that the gender of the patient is unknown. Concomitant devices: spider filter on bmw wire. (B)(4). Complaint conclusion: a report was received that a physician experienced difficulty inserting an 8 x 40mm precise pro rx us carotid system onto a non-cordis guidewire. The device was removed and the procedure completed with a 7 x 40mm precise stent delivery system (sds) with no reported patient injury. The event involved a patient undergoing a percutaneous intervention of a target lesion in the left common carotid artery. The patient¿s vasculature was accessed and a non-cordis guidewire advanced across the target lesion. The site reported that this guidewire was not re-shaped in any way and that it was not kinked or bent. They further reported that the precise sds had been handled and prepped according to the instructions for use (IFU). No damages or anomalies were noted to the device or its¿ packaging prior to use and the guidewire lumen of the device was flushed without issue. When attempting to load/advance the precise sds over the guidewire outside of the patient, the physician experience friction/resistance. The sds was removed from the guidewire without kinking or damaging it and without deploying the stent. The procedure was completed with a second precise sds with the initial guidewire with no reported patient injury. One non-sterile precise pro rx us carotid system was received coiled inside a plastic bag with the hemostasis valve open and stent deployed by about 1cm. No other discrepancies were found. The involved guiding catheter was not received. Dimensional analysis of the usable length and the outer sheath length revealed that they were within specification. Functional testing of the deployment process with the hemostasis valve closed, revealed that the stent did not deploy; but was successful once the hemostasis valve was opened. Functional testing with a 0.014¿ lab sample guidewire revealed no resistance when it was inserted through the guidewire lumen of the device. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿inner shaft - resistance/friction-during prep¿ event was not confirmed based on the results of the functional analysis. The reported ¿sds - deployment difficulty-premature deployment¿ event was confirmed based on the visual analysis. The cause of the event could not be conclusively determined. According to the IFU, users are cautioned that the device is shipped with the hemovalve in the open position. They are further instructed to be careful not to prematurely deploy the stent during preparation. The preparation of the device should be done in the tray with closure of the hemovalve prior to the device¿s removal from the tray. After removing the device from the tray, users are instructed to examine the device for any damage. They are to evaluate the distal end of the catheter to ensure that the stent is contained within the other sheath. They are instructed not to use the device if the stent is partially deployed. If the user suspects that the sterility or performance of the device has been compromised, they are instructed to not use the device. It is difficult to draw a clinical conclusion between the device and the event based on the information available. However, handling factors may have contributed to it. Neither the device history record review nor the product analysis suggests that the reported event was related to the manufacturing process. A risk assessment and investigation has been initiated to address this type of issue.

Event description:
As reported, the physician had an 8x40mm 5f precise pro rx carotid stent that had resistance/friction during insertion over a non-cordis wire and did not come off the wire while outside the patient. Another precise stent was implanted in the patient. There was no patient injury. The device will be returned for analysis. The target lesion was located in the left common carotid artery. There were no damages or anomalies noted to the device or packaging prior to use. The device was handled and prepped according to the IFU. The guidewire was not reshaped in any way and it was not kinked/bent. The guidewire lumen of the precise stent was flushed with no anomalies. There was resistance/friction experienced as the precise sds was advanced over the guidewire outside of the body. The precise stent was not implanted at the lesion. The precise sds was not kinked/bent or damaged in any way when attempting to remove the device from the guidewire. A 7x40mm precise stent was implanted in the carotid to complete the procedure. The same guidewire was used to complete the procedure. According to the decontamination site, the device was received with stent deployed .50 cm.

Manufacturer narrative:
Additional information was received from the customer: the stent reportedly did not prematurely deploy when attempting to remove the guidewire from the precise stent delivery system. It was also reported that it did not partially deploy and the stent was still constrained in the device before it was shipped for analysis. The physician did not attempt to deploy the stent outside of the patient. The stent delivery system did not become damaged during handling of the device (such as outer sheath becoming separated, or catheter becoming kinked). The stent was just stuck on the wire when in possession of the customer. No change to the conclusions will be made at this time.